Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass surgery, during setup, the sampling line on the arterial output of the fiber bundle was kinked. No patient involvement as this occurred during setup. Product was not used. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).